Event description:
Upon receiving a cannulated lag screw in the distributors office, it was noticed that it was actually a solid screw. The screw was not used in a procedure.

Manufacturer narrative:
Evaluation of returned device confirmed the reported issue and that a unit was mixed from another order. The event appears to be isolated to only one unit from each lot. A review of sales history confirmed that units from both lots have been invoiced with no other reported issues. (B)(4).